Manufacturer narrative:
Additional information: patient code

Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in damaged condition. The front and rear housing were damaged. The device was tested three times for pressure, all three tests were out of specification. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump failed the pressure test with a reading of 10.96 psi. There was no reported injury to the patient.